Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an intermittent short at the pulse wire inside the cable connecting the distribution node (dn) and the rear therapy electrode (te). The cause for the test failure is the intermittently short pulse wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The last person to use this belt did not report any deficiencies.